Event description:
During a intraoperative procedure for laparoscopic lysis of adhesion, left tube repair, and while performing the procedure using the pk forceps, the surgeon noticed a small plastic ring from the disposable instrument fell off inside the pt's abdominal cavity. Surgeons tried to retrieve the plastic ring, but were unable to locate it inside the abdominal cavity. Surgeons stated that it would be more beneficial if the piece was left in the cavity, rather than employing more aggressive means to locate and retrieve the plastic ring. Surgeon also determined and evaluated that the ring would cause little harm to the pt.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for eval. As a result, a determination cannot be made at this time. When further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.